Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in handling/reprocessing steps of the device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The instructions for use (IFU) warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was incorrectly reprocessed during pre-cleaning and leak testing. The issue occurred during reprocessing. There were no reports of patient harm.